Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. The device was returned to the lab due to premature battery depletion. The elective replacement indicator (eri) is the result of high internal battery resistance. Preliminary analysis showed the battery telemetered value measured at 2.81 volts. The functional test showed the battery measured a telemetered value of 2.92 volts loaded. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. The delta eri occurred (B)(6) 2011 which is before explant.

Event description:
It was reported that the device had early battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.